Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the product is working as intended - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer did have change of medication, but is not sure if that increase blood sugar. The customer is concerned with tests results from results obtained of 265, 233, 406, 393 and 391 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer; customer was non-fasting at the time of the call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).